Event description:
Reported due to pt death. In 2004 the physician performed an arteriotomy closure with the perclose at (the closer ak) after a diagnostic procedure. The procedure was performed via the right femoral artery without any issues and hemostasis was achieved. There were no adverse pt events and the pt was discharged to home. Twent-two days later the pt presented to the emergency department with swelling and pain to the right groin. Pt stated that the pain had begun 3 days earlier while on vacation. An ultrasound of the right groin revealed a "thrombic occlusion of the iliofemoral artery." A vascular surgeon was consulted and the pt was taken to surgery for a cut down. A thrombus was indeed discovered at the site. The thrombus was described as being attached to the suture and the tissue around the area was necrosed. The surgeon reports that the suture was "loose" and there was a small hematoma on the anterior wall of the artery. A 5 mm hole was noted in the anterior arterial wall. He also reports that there were no signs of infection at the site. At this time, the pt was also diagnosed with rhabdomyolosis. After the surgery, the pt was admitted to the hospital. The pt was taken back to surgery for an above the knee amputation (aka). During the procedure the pt went into cardiac arrest and died. The cause of death is reported as "rhabdomyolosis, renal failure and cardiac arrest." Though requested, additional information was not available.